Event description:
Patient reportedly obtained a blood glucose result of ~ 300 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered a combination of regular insulin and lente insulin (amoung not provided). An unspecified time later, while sleeping, patient reportedly experienced hypoglycemic symptoms. Patient stated that she recalls getting out of bed, falling, and hitting a chair. Patient noted that when she awoke, she was hospitalized and had no recollection of being transferred to the facility. Patient was unable to provide any details of treatment received while hospitalized, nor could she provide the duration of hospitalization. Patient's current condition: "fine". Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.